Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime screen. The customer's blood glucose level was 490 mg/d at the time of the incident. Customer was not able to esc after priming. The customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. The customer stated that they did see the numbers appear on the screen. Customer was assisted with pump rewind. The customer was advised to monitor insulin pump. Customer declined troubleshooting for high blood glucose due to high blood glucose being caused by the pump not being able to exit rewind.